Event description:
I had a tubal ligation where filshie clamps were placed on each fallopian tube. Since this time I have had sharp stabbing pains in both sides and my periods became extremely heavy and painful. At times almost unbearable. I have not gone to a dr because I was told they were safe. I am now researching and realize this is not the case and many woman have similar issues. I personally want a tubal reversal done to restore my tubes and all blood flow and hormonal balances to normal but cannot afford this. I wish I could get these foreign objects removed from my body. I now feel hopeless. I was also diagnosed with depression since and feel these may be a cause of the depression. FDA safety report ID# (B)(4).